Event description:
Info was received that reported a pt was treated in 2008 for an incident of hypoglycemia. Per the reporter, her blood glucose was labile. Reportedly, she corrected for a reading of 33 mg/dl. Later, she felt low and treated for the perceived low. Her account of the event reports she had difficulty elevating her blood glucose and eventually she states her blood glucose "crashed" requiring treatment. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.